Event description:
On (B)(6) 2015, the reporter contacted animas alleging a history/settings (time and date reset) issue. Reportedly, there was a time/date issue with the settings. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.

Manufacturer narrative:
Follow-up # 1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: a review of the pump black box data showed that the pump¿s time and date reset to the default settings after the pump rebooted. During testing, the time and date reset to default settings. The pump was opened and revealed that the internal clock battery on the printed circuit board was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.